Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: as reported, the stent from a filiform double pigtail ureteral stent set broke. During preparation for placement, the stent was discovered broken. The user removed the stent from the marketing box and found the stent had a crack. The stent broke into two pieces from the crack. The device was discarded, and a new like device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as interviewing personnel were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. The information provided upon review of complaint file and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook was unable to review the product labeling as the lot was IFU exempt. The english version, t_dpss_rev3, ¿filiform double pigtail stent¿, was reviewed and it contained the following relevant information. ¿how supplied upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, no product returned, and the results of the investigation, the cause of the break was not able to be determined for this incident. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 03apr2024: the user removed the stent from the marketing box and found the stent had a crack. The stent broke into two pieces from the crack.

Manufacturer narrative:
E1 - customer (person): phone: (B)(6). G4 ¿ PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stent from a filiform double pigtail ureteral stent set broke. During preparation for placement, the stent was discovered broken. The device was discarded, and a new like device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.